Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned.

Event description:
It was reported the patient lost consciousness and fell. The patient had a fracture to the back of his head and a cerebral hematoma. Attempts to interrogate the non-medtronic ICD were unsuccessful. It appeared the device had intermittent and sometimes high outputs. It was replaced. Early speculation suggested possible insulation degredation or a fractured rv lead. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. No further patient complications have been reported as a result of this event.